Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and flat creases. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one sharp opening, two curved striated openings and broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Two openings striated assessed as surgical damage. A striated edge in the side posterior broken due to surgical damage. Missing shell assessed as inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.